Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller shocking the patient was not confirmed. A review of the submitted log files revealed no atypical events or notable alarms. The system controller, serial number (B)(6), was not returned for analysis. The provided information stated that the patient was being shocked when touching the system controller. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was not conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook section 2 ¿how your heart pump works,¿ section 3 ¿powering the system,¿ section 4 ¿living with the heartmate 3,¿ and section 6 ¿caring for the equipment¿ instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation after the patient's controller was shocking them when touching the controller. The log files captured routine events, and no electrostatic discharge pump resets were noted in the log. It was recommended to inspect the controller for worn areas, and if any are found, the area should be covered with tape or the controller replaced.